Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit. The customer states they had changed their battery multiple times but the alarm continued. The customer's blood glucose level was 289mg/dl. The customer was advised replacement battery cap would be sent. The customer was advised to monitor the device.